Event description:
Customer reported an unspecified calibration error with their freestyle flash meter. They reported this issue was recurrent over the proceeding two months and at some point during that time they lost consciousness and were taken to the hospital where they were diagnosed with severe hypoglycemia. They reported being treated with food. No death or permanent impairment was associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation results are available.